Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cholecystectomy, when the surgeon went to pick up a piece of tissue the jaws of device disengage and collapsed when being used at the start. New device was used to complete the case. There was no injury caused to the patient and no medical intervention was required.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The jaws had disengaged without the pin from center rod/pin assembly. There was a scratched area around the jaws hole where the pin of center rod aligns with the jaws holes. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur when the device is exposed to improper or excessive handling force during usage that consequently expels the pin from the rod/pin assembly with the jaw holes. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. No relationship between the device and the reported incident was confirmed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cholecystectomy, when the surgeon went to pick up a piece of tissue the jaws of device disengage and collapsed when being used at the start. The jaws did not disengaged into the cavity of the patient. New device was used to complete the case. There was no injury caused to the patient and no medical intervention was required.